Manufacturer narrative:
Per the clinic, the patient experienced swelling and postauricular abscess behind ear. Subsequently, the patient was placed under general anesthesia and the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted (date not reported) due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.